Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that a few days ago, she changed her battery and when she checked her blood glucose later that day, the insulin pump was completely off. Today she changed her battery again and later woke up with the device completely off and her blood glucose at 300 mg/dl. She said the device does not alarm when it shuts off. There were two other alarms in the device's history. Customer treated with manual injections. Customer stated there is a crack where the battery goes into the pump. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump passed the self test, unexpected restart error test, and displacement test. No alarm was noted for an unexpected restart error. The insulin pump had alarms for a corrupted history file. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.